Manufacturer narrative:
Per phone conversation with the initial reporter on (B)(6) 2014 - service was called, bled the lines, reattached the probe to 3 different ports, tried new probes. Still no freeze. Would get to -5 degrees c and then get warmer. There was a patient on the table and the biopsy was done but the cryotherapy could not be done. The case was cancelled. Per internal service report, dated 07/15/2014 - phone fix with tech support over the phone determined that customer was using wrong purity of argon gas. Directed customer to swap out argon tank with correct purity tank. System tested in accordance with the manufacturers service manual and is fully operational. Device not returned to the manufacturer.

Event description:
Will not freeze. Procedure was disrupted with a patient on the table and two probes open.